Event description:
The customer reported that the system started properly but would not display a fluoroscopic image. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was diagnosed as being the problem. No conclusion can be drawn as repair information is unavailable at this time.